Event description:
It was reported that occlusion alarms occurred. System check was performed with customer success advocate (csa) and there was a blockage in the cartridge. Caller declined cts follow up to confirm backup therapy method was obtained. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation: however, device evalutaion is not yet complete. A supplemental report will be submitted upon completion of the evaluation.